Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics for 1 week (specific date not reported). This report is submitted on april 24, 2024.

Manufacturer narrative:
This report is submitted on (B)(6) 2024.

Event description:
Per the clinic, the recipient experienced an infection (cellulitis) at the implant site. Additional information has been requested but has not been made available as of the date of this report.